Manufacturer narrative:
Philips has investigated this complaint. Philips has collected additional information on the patient. According to it, the patient was being transported by ambulance to the hospital when the ambulance staff confirmed with the hospital that the system was not ready for use, so the patient was referred to another hospital. Philips inspected the system on site and confirmed that the flexvision pc failed, causing that the system was not ready for use. Analysis of the log files also confirmed the failure of the flexvision pc. The defective flexvision pc was replaced and the system was returned to use in good working order.

Event description:
Philips has investigated this complaint. Philips has collected additional information on the patient. According to it, the patient was being transported by ambulance to the hospital when the ambulance staff confirmed with the hospital that the system was not ready for use, so the patient was referred to another hospital. Philips inspected the system on site and confirmed that the flexvision pc failed, causing that the system was not ready for use. Analysis of the log files also confirmed the failure of the flexvision pc. The defective flexvision pc was replaced and the system was returned to use in good working order.

Event description:
It has been reported to philips that during an emergency coronary treatment there was no image on the monitor. The procedure was cancelled and the patient was moved to another hospital. No patient harm has been reported. Philips has started an investigation for this complaint.

Event description:
Error not initialize program (failed to initialize all grabber card.)